Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During the procedure, while drilling with drill bits references 324.213 (2 units) // 310.630 (1 unit), it was observed that the instruments were not sharp enough to perform their function, which hindered drilling for the screws. The surgery was successfully completed without affecting the patient or altering the surgical schedule. Also, during the procedure, upon opening the equipment, it was found that one (1) unit of screw ref 02.227.075 was missing from the ankle screws. The remittance listed two (2) units, but only one (1) unit was physically present. This did not affect the normal course of the surgery, as this particular screw was not needed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10, h4. Corrected: g1. H3, h6: photo investigation the product was not returned to depuy synthes, however photos were provided for review. The photo investigation of " 324.213, drill bit ø4.3 percut calibr l300/200 f/" can not revealed the reported condition. As, the evidence provided was not sufficient to confirm the reported event of will not cut or dull. Functionality issues cannot be evaluated through photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the drill bit ø4.3 percut calibr l300/200 f/ would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device. Product code: 324.213-15, lot number: 27150p9. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 25 jul 2024, manufacturing site: jabil bettlach. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.